Event description:
Implant card was received reporting that patient was having a full vns revision due to battery depletion on generator and high lead impedance on lead. Information was received from the nurse that the after the physician replaced the battery, system diagnostics was performed which showed high impedance lead impedance. The battery was indicated to have been cleaned but impedance did not resolve. The surgeon decided to proceed with revising the lead. The new lead and generator were then connected showing normal impedance. No explanted product has been received to date. No additional relevant information has been received to date.